Event description:
It was reported that the patient experienced low glucose events reported at 67 mg/dl and eventually a high blood glucose at 401 mg/dl while using the ilet bionic pancreas after missed meal announcements, as confirmed by the patient¿s caregiver, and education was provided on how not announcing meals can lead to fluctuations when consuming significant carbohydrates. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the use of oral glucose for treatment and no further escalation. Investigation included remote review of use reports and user education on proper meal announcement and workflow. Investigation of this case revealed user-related use error due to missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial